Event description:
Title: two-year results of sleeve gastrectomy combined with posterior fundoplication for obesity patients with gastroesophageal reflux disease. The study reports a 2-year follow-up of a series of patients with obesity and preoperative gerd who underwent sg (sleeve gastrectomy) with posterior fundoplication. The results of this sg group with fundoplication were compared to a control group having undergone sg surgery without fundoplication. The use of a new validated prediction tool made it possible to simulate the weight loss that patients would have experienced after standard sg and compare it with the observed weight loss. Between january 2018 and october 2021, a total of 22 patients who underwent sg with posterior fundoplication while using ethibond 2/0. Reported complications are n=1; millimeter wrap perforation in the previously grasped area, treatment: reoperation. N=1; perisplenic abscess, treatment: reoperation. N=1; intermittent dysphagia, treatment: not mentioned. N=3; presence of gerd, treatment: not mentioned. In conclusion, in this pilot observational study evaluating the addition of fundoplication to sg in patients with obesity and gerd, gerd control and weight loss seemed satisfactory at 2 years. These results will need to be confirmed by larger studies with long-term follow-up.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: obes surg. 2024 jul;34(7):2508-2514. Https://doi.org/10.1007/s11695-024-07299-x. Epub 2024 may 29. Pmid: 38809400.